Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5057816) in united states on 23-nov-2015. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("which in her case is the nickel in these coils"), device breakage ("fracturing of the implant"), plasma cell myeloma ("I was dx with multiple myeloma") and genital haemorrhage ("heavy bleeding") in a female patient who received essure (batch no. 626403). The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. In 2012, the patient experienced plasma cell myeloma (serious criteria hospitalization and medically significant) with hypergammaglobulinaemia benign monoclonal, furuncle, alopecia and back pain. On an unknown date, the patient experienced allergy to metals (serious criteria medically significant and clinically significant/intervention required), device breakage (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dandruff ("extreme dandruff in scalp and private area"), weight increased ("gained 25 lbs"), menorrhagia ("heavy periods, bled through"), night sweats ("night sweats terribly which continued"), depression ("depressed"), pain ("pain"), rash ("skin rash"), erythema ("red face"), acne cystic ("cystic acne"), psoriasis ("psoriasis on scalp"), arthralgia ("joint pain"), arthritis ("arthritis") and hot flush ("hot flashes"). The patient was treated with surgery (essure removed on (B)(6) 2015) and surgery (essure removed on (B)(6) 2015). Essure was withdrawn. At the time of the report, the allergy to metals, device breakage, plasma cell myeloma, genital haemorrhage, dandruff, weight increased, menorrhagia, night sweats, depression, pain, erythema, acne cystic, psoriasis, arthralgia, arthritis and hot flush outcome was unknown and the rash outcome was unknown. The reporter considered allergy to metals, device breakage, plasma cell myeloma, genital haemorrhage, dandruff, weight increased, menorrhagia, night sweats, depression, pain, rash, erythema, acne cystic, psoriasis, arthralgia, arthritis and hot flush to be related to essure. Quality-safety evaluation of ptc: initial assessment: lot number: 626403; production date: jan-2008; expiration date: dec-2009. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), implantation and surgical removal date specified ((B)(6) 2008 and (B)(6) 2015), newly reported events included fracturing of implant, heavy bleeding, pain, skin rash, red face, cystic acne, psoriasis on scalp. Joint pain, arthritis, hot flashes (myeloma not mentioned). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2008 and, one month after procedure, started presenting unspecific symptoms, followed until 2012 when she was diagnosed with multiple myloma. She also reported that in her case is the nickel in these coils (seen as nickel allergy) and it was reported the occurrence of fracturing of the implant (seen as device breakage). Essure was removed. Multiple myeloma is unanticipated according to essure's reference safety information. The other events are anticipated. Given the systemic nature of the reported event multiple myeloma and considering the local action of essure in the fallopian tubes, causality for essure is considered unrelated. With regards to the other event, based on their nature, a causal relationship with essure cannot be excluded. This case was upgraded to incident because device removal was required. Additional non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. An updated ptc is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number: 626403; production date: jan-2008; expiration date: dec-2009. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 25-jan-2017: updated quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2008 and, one month after procedure, started presenting unspecific symptoms, followed until 2012 when she was diagnosed with multiple myloma. She also reported that in her case is the nickel in these coils (seen as nickel allergy) and it was reported the occurrence of fracturing of the implant (seen as device breakage). Essure was removed. Multiple myeloma is unanticipated according to essure's reference safety information. The other events are anticipated. Given the systemic nature of the reported event multiple myeloma and considering the local action of essure in the fallopian tubes, causality for essure is considered unrelated. With regards to the other event, based on their nature, a causal relationship with essure cannot be excluded. This case was upgraded to incident because device removal was required. Additional non-serious events were reported. The technical assessment concluded an unconfirmed quality defect. Further information will be obtained through the litigation process.